Event description:
Normal beginning of implantation. During deployment of the vena cava filter, the filter was trapped at the end of the delivery sheath. Doctor decided to abort and try to remove the introduction kit but the filter grabbed at the iliac vein junction. Doctor continued to try to remove the whole kit and the tip of the delivery sheath broke off due to anormal traction and embolized to the pulmonary bed. The filter was free and migrated to the right atrium. It take 3 hrs of procedure to retrieve the filter. Tip of delivery sheath could not be retrieved. Tulip vena cava filter was implanted instead.

Manufacturer narrative:
This kind of situation is a known risk, therefore, it was never reported since now. Doctor should have covered the part of filter outside the delivery sheath in order to avoid incident. Aln has asked the medical ctr to return the whole product kit in order to evaluate it and to provide radiological pictures of the procedure. We are awaiting for an answer to our request.